Event description:
Device 1 of 3. Reference MFR report #: 1627487-2013-20046. Reference MFR report #: 1627487-2013-20047. It was reported the pt experienced pain at the ipg site. A few weeks later, it was reported the pt experienced a change in stimulation and discovered 7 out of 8 contacts were invalid. X-rays were taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.